Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Transmitter cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the etrak 2500l system had a damaged transmitter cable. No report of patient injury.